Event description:
It was reported that the lead exhibited high impedance consistent with fracture. Upon extraction, the lead was found tangled into several knots around the suture and insulation damages in multiple areas. It is suspected that patient twiddled the lead resulting in lead fracture. The lead was replaced. Patient tolerated the procedure well with no complications.

Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.